Event description:
Additional information received indicated that the device was explanted and returned.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
It was reported that the patient received multiple inappropriate shocks due to the right ventricular lead fracture. Upon device interrogation, the device was in backup vvi mode and suspected to be prematurely depleted. A device download was performed successfully. The patient was stable during and after the event.